Event description:
A 63-year-old female patient with newly diagnosed glioblastoma (GBM) started Optune Gio therapy on (b)(6) 2024. On (b)(6) 2026, Novocure was informed that the patient developed an infection at the surgical incision site on the right posterior side of the head, which necessitated removal of a portion of the skull. The patient was hospitalized and scheduled to undergo reconstructive surgery. Optune Gio therapy was temporarily discontinued. On (b)(6) 2026, the prescriber provided follow-up information confirming that the patient remained hospitalized at that time. On (b)(6) 2026, Novocure received a hospital discharge summary indicating that the patient had been admitted on (b)(6) 2026, for evaluation of purulent drainage from the craniotomy incision site following a fall with a possible head strike. On (b)(6) 2026, the patient underwent incision and drainage of a complex postoperative wound infection, as well as a craniectomy for osteomyelitis with removal of the previously implanted bone flap and hardware, and placement of a Jackson-Pratt (JP) drain. Intraoperative findings confirmed the presence of infection. The patient was treated with vancomycin and cefepime, which were subsequently transitioned to meropenem and vancomycin. During hospitalization, inflammatory markers demonstrated a downward trend, and there was no evidence of ongoing wound drainage or erythema at the surgical site. The patient was discharged on (b)(6) 2026.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound Infection is an expected event with Optune Gio device use (EF-11 0% and <1% EF-14 Optune arm). Wound Dehiscence is an expected event with Optune Gio device use (EF-11 0% and <1% EF-14 Optune arm). Osteomyelitis was not reported as an expected event with Optune Gio device use in the (EF-11 or EF-14 trial in Optune arm). There have been 23 reports of osteomyelitis in the commercial program to date including five serious and potentially related to device use. Contributing factors for wound infection and wound dehiscence in this patient include prior radiation, underlying cancer disease and prior surgery affecting skin integrity. The fall was unrelated to device use.